Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in poland has reported via a fisher & paykel healthcare representative that the manometer of a rd900aeu neopuff infant resuscitator was incorrectly installed and not functional. There was no reported patient involvement.